Event description:
As reported (B)(6) 2014, a (B)(6) y/o female pt underwent a PICC replacement post procedure, due to the luer of the PICC partially detaching from the extension leg tubing. The PICC was removed and replaced with a new of the same device. The pt suffered no harm or injury due to the event. The disposable device has been returned to the MFR for eval.

Manufacturer narrative:
Returned for eval was a 4f single lumen PICC catheter. A visual review of the PICC catheters noted no detects. When physically manipulating the extension leg, the luer is not fully adhered. Dimensional testing was performed on the device. No out of spec conditions were identified. The customer's reported complaint description of a leaking hub is confirmed. A definitive root cause for the reported complaint description cannot be determined. A lot history record search revealed no quality related issues or mfg deficiencies at the time of manufacture. Mfg process controls for the PICC device includes tensile testing of the molded luer-to-tube connection, a guidewire insertion test for lumen patency, and 100% leak testing. A review of the angiodynamics complaint system noted no trends for this complaint type and product family. This type of complaint will continue to be monitored for trends. (B)(4).